Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant medical products: 1388tc lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had dislodged as it had pulled back slightly. The right ventricular (rv) lead was explanted and replaced. It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. It was noted the early depletion was due to excessive therapies received for ventricular tachycardia (vt)/ventricular fibrillation (vf) storms. The device was explanted and replaced. No patient complications have been reported as a result of this event.